Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a freestyle libre 3 plus cgm, with cgm readings showing high and a confirmatory fingerstick of 320 mg/dl; later values showed the cgm and fingerstick within approximately 30 mg/dl, and the patient had attempted to calibrate the cgm in the ilet despite the cgm not accepting external calibration. Symptoms included hyperglycemia, fatigue, and muscle weakness. Outcomes included a minor illness or impairment. Investigation included communication with the patient and spouse and analysis of information provided by the user. Investigation of this case revealed no findings were available, and there was insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.